Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they have a patient who was attempting to use cadd 7363 tubing vs cadd 7361 tubing for her tpn. When they attempted to use the cadd 7363, there was a downstream occlusion after less than an ml goes in. They had changed out the pump. The cadd 7361 was working. They would like to know if there was a reason for the cadd 7363 that will not work. The tpn was 800ml over 12 hours with a 1 hour taper up. There was no reported patient involvement. Associated pump complaint documented on (B)(4).